Manufacturer narrative:
Reported event was confirmed by review of office visit notes. Device history record was reviewed and no discrepancies relevant to the reported event were found. Reported issues are related to the procedure and are not abnormal to the procedure. No failure detected with the devices. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2019 - 00142, 0001822565 - 2019 - 01827, 3007963827 - 2019 - 00144, 3007963827 - 2019 - 00143. Customer has indicated that the product will not be returned zimmer biomet for investigation as it remains implanted in patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient experienced neural deficit related to saphenous nerve neuropraxia 2.5 month post implantation. The patient has grossly intact light touch sensation throughout the left foot however has an altered sensation.